Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the right femoral artery. The 80% stenosed, 24x4.00mm, concentric and the de novo target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery (lad). The lesion contained between a 45 and 95 degree bend. Predilation was performed with a 2.5x10mm non-bsc balloon catheter, leaving 75% residual stenosis in the lesion after multiple dilations. A 24 x 4.00mm promus premier drug-eluting stent (des) was deployed to treat the lesion. However, after stent deployment, a dissection was noted at the distal end of lad. A 4x16mm promus premier des was used to cover the dissection and the procedure was completed. No further complications were reported and the patient's status was stable.